Event description:
The pt is enrolled in the (B)(6) trial: following the last cut with silverhawk device, the physician noticed a small grade a dissection which was treated effectively with balloon angioplasty.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.